Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the cassette reservoirs caused a non-disposable clamp tubing error. It was reported that the cassette spring is too high on the cassette, causing the tubing to clamp. Subsequently, a new cassette was mixed and patient continued infusion without issues. No patient consequences were reported.